Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. Damages like the 2cm distal to the is-1 connector pin deformed conductor coil most likely occurred due to mechanical forces during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the pacing impedance was fluctuating approx. 42 months after implantation. The lead was explanted.